Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction", lists renal dysfunction as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management", states that ¿the patient must always connect to the power module or the mobile power unit (mpu) for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ the heartmate 3 lvas patient handbook rev. D, is also currently available. This document also contains the precautions and steps that the patient should take when preparing for sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was later admitted on (B)(6) 2023.

Event description:
It was reported that the patient was on dialysis. The patient had chronic kidney disease before heartmate 3 implantation but had not needed dialysis until the time of the event. It was planned to keep the patient on dialysis for the foreseeable future.